Manufacturer narrative:
Exp unk as lot is unk. Add'l procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event eval: still under investigation.

Event description:
A female pt, who had received a zenith flex endograft system around three years ago, has an add'l procedure set-up for implant of a zenith renu aaa ancillary graft converter due to type iii endoleak. Upon review of the pt's abdominal CT scan with contrast, there is a large deposit of calcium on the right anterior lateral surface of the flow lumen that appears to be penetrating the existing zenith stent graft. The add'l device resolved type iii endoleak; however, no resolution of aneurysm growth. Add'l info received (B)(6) 2011, 1:53 pm via sale rep - the case was planned for a type iii endoleak - thought to believe to be a suture or graft failure. Rep was called in because they didn't know where the leak was coming from. Once inside, it was identified that a large chunk of calcium was pushing on the wall. The culprit was calcium protruding through the hole. Previous intervention for type I - not part of the complaint just info. Multiple interventions for this pt only there for the type iii. Secondary intervention for questioned type I distal endoleak. Planned renu with no resolution of the aneurysm growth. Multiple secondary intervention with implant of renu to convert to aui for reported type iii endo leak.